Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) doesn't go through the unknown sheath and it bends. The unknown button doesn't work either. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ involved in the reported complaint was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The syringe and procedural sheath were not returned for analysis. The stopcock was set in the closed position, and the sealant was in its manufactured position. The cartridge assembly sleeves were kinked, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No damages were observed to the buttons. No other outstanding details were noticed. The dimensional analysis of the slit length on the outer sleeve could not be verified due to the severe outward kinked condition of the sealant sleeve assembly as received. The catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample sheath of the proper french size was performed as indicated in the instructions for use (IFU). However, due to the kinked condition of the outer sealant sleeve, the catheter was impeded from being inserted into the sheath by the cap. A simulated deployment test was performed on the returned device per the mynx control IFU. The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the cartridge assembly sleeves presented a severe kinked condition, exposing the sealant. The reported event of ¿button-damaged¿ was not confirmed through analysis of the returned device since there were no issues noted with any of the buttons. However, the reported events of ¿mynx control system-kinked/bent¿ and ¿mynx control system-impeded¿ were confirmed due to the kinked/bent condition of the sealant sleeves and the subsequent impedance experienced during insertion/withdrawal functional test. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked/bent condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. Also, since there were no issues noted with the buttons, it is not possible to determine what issues may have been experienced by the user. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) doesn't go through the unknown sheath and it bends. The unknown button doesn't work either. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: product analysis demonstrates that the cartridge assembly sleeves present a severe kinked condition, exposing the sealant.